Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the blood glucose readings were between 300 mg/dl to 400 mg/dl. Customer states that insulin pump was alerting.